Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4), using assay lot 281262 on panther instrument sn (B)(4). Which had a discrepant sample. The sample was initially positive, then resulted negative in the wl in question. Customer had several samples which tested positive with relatively high rlus on one panther, then test negative on a non-hologic platform or from a separate lysis tube on another panther. Customer was using uncapped workflow and found no signs of contamination from environmental swabs performed. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and noted the sample in question was the only negative sample in a row of positives. Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues. The repeats were not considered discrepant as either new aliquots were used or the samples in question were tested on a non-hologic platform, therefore their results cannot be compared. Ts relayed pas review to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 eua (B)(4), aptima sars-cov-2 eua (B)(4), and aptima sars-cov-2/flu eua (B)(4), FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.